Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the hospital after receiving inappropriate shock, loss of capture was observed. Lead dislodgement was suspected. The lead was explanted and replaced successfully.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.